Manufacturer narrative:
Additional information: b5, h4, h6, h11. B5: upon additional information 'the expected infusion time was 46 hours.' H4: the lot was manufactured between october 5, 2023 and october 6, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. The full dose of the prescribed chemotherapy was not received as there was fluid left in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date: this event occurred sometime in (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.